Event description:
This lead was implanted on (B)(6) 2013, and remains implanted at this time. A call to technical services placed on (B)(6) 2013, states that there was reproducible noise on shock channel. Shock lead impedance was stable around 45 ohms. The physician was (B)(6), at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).